Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Further investigation of the customer issue included a review of historical data, a review of labeling and instrument service. The investigation included review of the submitted data, product historical data, and product labeling. Review of the product historical data did not identify any product issue or adverse trend. Labeling was reviewed and found to be adequate. Review of the submitted data showed the initial run, (B)(4), had decreased results in all major parameters like wbc, rbc, hgb, hct, and plt. The exact cause of the low results could not be determined; however, the possibility of a short sample or a clog affecting the sample processing could not be eliminated. Instrument service included replacing part: tubing 1.5x3.2mm (5m), list number 8701685001, to resolve the issue.

Event description:
The customer observed a falsely decreased hematocrit and hemoglobin result for one patient on the cell-dyn emerald analyzer. The hematocrit results obtained were: 19.8%, 34.8% and 34.9% . Complete blood count data was provided and reviewed. The same patient also had discrepant hemoglobin results of 6.5, 11.7 and 11.8 g/dl. There was no impact to patient management reported.